Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the pump boot, transition tubing was flimsy, and therefore, may possibly kink or collapse. The product was not changed out, there was no blood loss, and surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual device; thus referenced codes method, results and conclusions. Terumo will monitor for future issues through review of complaints and inspections. This complaint will be included in associate awareness training. There has been one previous related complaint for this pack. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).